Event description:
The customer reported that their multiple patient receiver (org) is showing communication loss.

Manufacturer narrative:
Complaint details: the customer reported that their multiple patient receiver (org) is showing communication loss. The customer also reported that the transmitters that are associated with this org cannot be seen on their remote nurse's station (rns). No harm or injury was reported. Investigation summary: on-site support identified that that cause of the communication loss was the cisco switch. Rebooting the switch was able to resolve most of the communication loss issues with their telemetry devices. However, there was still one org with communication loss. Communication loss would occur when the org is unable to connect with cns's or rns's. The customer attempted to change ethernet cables but the issue persisted. The device was installed at the customer facility in 01/2013. The root cause of the communication loss from the org is most likely related to wear and tear due to aging. As the issue could not be confirmed to be caused by a malfunction as a result of a design or manufacturing deficiency, a CAPA is not warranted. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 b7 attempt #1 02/15/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 02/22/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/08/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the org: rns: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni transmitters: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni additional information: b4 g3 g6 h2 h6 h10 corrected information: d10 removed d10 from the ni section and added it to the additional device information section.

Manufacturer narrative:
The customer reported that their multiple patient receiver (org) is showing communication loss. The customer also reported that the transmitters that are associated with this org cannot be seen on their remote nurse's station (rns). No harm or injury was reported. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that their multiple patient receiver (org) is showing communication loss.